Event description:
Event description cpi received information that at a follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond to a magnet. The ICD and endotak transvenous defibrillation lead were replaced.